Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had opened multiple catheters and these lot# are ref #33618, lot # ngjx4260 ref #33420, lot # ngjz0361, lot#ngjx3010 are defective.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states": visually inspect the product for any imperfections or surface deterioration prior to use." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had opened multiple catheters and these lot# are ref#(B)(4), lot #ngjx4260 ref#(B)(4), lot# ngjz0361, lot#ngjx3010 are defective. Per additional information received via email on 25sep2025, it was reported that the photo sample was already submitted. There was no patient involvement. No further details provided.